Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states he received a button error alarm. After troubleshooting, customer was advised that pump would need to be replaced and to revert to backup plan per health care provider. No further information was provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected button error alarms noted. Insulin pump had minor scratches on lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.